Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: a bolus button short was diagnosed, preventing the rest of the keypad buttons from proper functioning. Upon removal of the keypad cover, contamination was found under the bolus button. This report is made under the requirements of the medical device reporting

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok and down buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.